Event description:
Information received from the field does not address the patient's clinical status but notes loss of capture and >2500 ohms impedance in both unipolar and bipolar config- urations. Capture was regained at 7.5 v. Fluoroscopy revealed a lead fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative